Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that the patient experienced a non-union of a wagner osteotomy.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Medical products - m2a magnum acetabular cup catalog#: us157860 lot#: 748680, active articulation acetabular bearing catalog#: ep-200160 lot#: 115940, unknown femoral head catalog#: ni lot#: ni.